Manufacturer narrative:
Patient age and gender - not provided/unknown. Date of event - not provided/unknown. Date of implant and explant - not provided/unknown. Initial reporter: phone number of reporter - (B)(6). (B)(4). All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
A review of the manufacturing records was conducted for serial number (B)(4). Results revealed all process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated. The product met manufacturing release criteria. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Event description:
It was reported that one day post implant the physician observed that the ar40e 21.0 diopter intraocular lens (iol) was decentered with the haptic in the anterior chamber of the eye. The iol was explanted and replaced with another ar40e lens of the same diopter power. The patient is okay now. The explanted lens was discarded and therefore not available for evaluation. The patient's visual acuity is 0,7 (as expected). There was no incision enlargement and the iol was taken out in pieces.